Event description:
The patient reported the display of his insulin infusion device is segmented. He stated there are no black spots in the display. To troubleshoot, the patient was instructed to disconnect from his infusion headset and remove the battery from the infusion device and install a new one. The display was still fragmented. The patient did not report any blood glucose concerns. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.